Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt reports that her stimulator quit working about a month ago and she is currently experiencing increased pain. Factors that led to this was the patient's device was at eos (end of service). The rep indicated that they met with the patient today ((B)(6) 2022), to try and interrogate their stimulator but was unable to do so due to it being depleted. The rep notified the patient's doctor's nurse that the stimulator had reached eos and that the patient would like to get it replaced as soon as possible. Surgical intervention has not occurred, was planned, but not yet scheduled.